Manufacturer narrative:
X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect and moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 6mm near commissure 2 at the inflow aspect, and leaflets 2 and 3 by approximately 2mm near commissure 3 at the outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Leaflet 2 had creases in the cusp region and was folded over near commissure 2. Additional manufacturer narrative: customer report of stenosis was confirmed. However, customer report of valve dysfunction and regurgitation could not be confirmed through visual observation. Observational evaluation was performed on the returned valve as received and no significant thrombosis was observed. Severe fibrous tissue (pannus) growth was evident on both outflow (ventricular) and inflow (atrial) sides of the valve. Leaflet fusion by pannus tissue was noted at commissure 3 (c3) with ¿rod¿ shaped fibrous tissue on the top, which is consistent with the features of the chordae of the native mitral valve. The pannus tissue was extended onto the outflow surface (approximately ½) of leaflet 3 (l3). Thick layer of pannus was observed from inflow view perspective covering most of the sewing ring and extended on the surface of the affected leaflets. Some of the host tissue appeared to be removed during the explantation of the bioprosthesis. L1 and l2 at c2 was compressed towards l2 that appeared to cause the lateral tissue creases of l2 from outflow perspective. No typical suture looping mark was detected. It is possible that the depression and the leaflet creases on leaflets were resulted from the interference with the preserved subvalvular apparatus, possibly by the chordae entrapment. No appreciable tissue calcification was depicted by x-ray imaging. The severe pannus growth and the interference with preserved native valve and subvalvular apparatus may have contributed to the reported regurgitation and stenosis of the valve in vivo. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. In mitral valve replacement procedures, pannus can originate from the preserved subvalvular apparatus, which contain abundant collagenous protein-producing fibroblasts and myofibroblasts. Although the root cause of host tissue overgrowth observed in this particular valve cannot be determined with certainty, it seems likely that the preserved native mitral apparatus may have contributed to the early initiation and/or growth of the relatively severe pannus overgrowth on this valve.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm mitral pericardial valve was explanted after an implant duration of one (1) year due to mitral valve dysfunction, severe mitral regurgitation and stenosis. During the explant procedure the patient also underwent tricuspid valve repair using a 28 annuloplasty ring. The 25mm explanted valve was replaced with a non-edwards mechanical valve. The 25mm mitral prosthesis was reported to have significant thrombotic growth over the suture line over the sutures and the sewing ring and onto the leaflets of the valve. The patient tolerated the procedure well and was taken back to the cardiovascular intensive care unit in hemodynamically stable condition.